Event description:
It was reported that noise was observed on the atrial lead through a remote merlin.net transmission. Intermittent high capture thresholds were noted as well. No patient symptoms were reported and the lead remained implanted.

Manufacturer narrative:
(B)(4).